Manufacturer narrative:
(B)(4). No parts were returned to the manufacturer for physical evaluation and the plant investigation is on-going. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A user facility reported that a 2008k2 hemodialysis machine had a burning smell coming from the card cage. A patient was not connected to the machine at the time of the incident. A visual examination was performed by the on-site biomedical technician who noted that the actuator/test board was burnt at pin 35. The actuator/test board was replaced to resolve the issue. Functional testing performed by the biomedical engineer confirmed that the unit was operating properly.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore, the failure mode cannot be confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification.

Event description:
Follow-up information was provided by the biomedical engineer who revealed that the actuator/test board was replaced to resolve the issue. Functional testing performed by the biomed confirmed that the unit was operating properly. The unit remains at the user facility. No parts were returned for evaluation by the manufacturer.